Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the midpoint. A piece approximately 0.447in" x 0.084in" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted common bile duct exploration surgical procedure, when the surgeon was using the harmonic ace instrument, the harmonic system displayed a message to "change the instrument" then the instrument couldn't be activated. After that, the nurse took out the instrument and tried to clean it, the blade fractured. The instrument was a single-use instrument, no fragment fell into patient, the fragment happened out of patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred as the nurse was cleaning the instrument. The instrument did not collide with any other instrument or tool during procedure. The incident did not involve a fragment falling inside patient anatomy. The instrument has already been returned for evaluation. There was a portion of the device that was completely detached from the instrument.